Event description:
Healthcare professional later reported "fluid outside of the implant."

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: visual analysis of the returned device identified; fold creases, deformation, crystalline gel, weight within specification. After autoclave cycle cloudy gel was observed. Based on the device analysis the final assessment is no issues found related with the manufacturing process. No openings were found.

Manufacturer narrative:
Continued h.6. Health effect - impact code f2203 imaging required. Additional, corrected, and/or changed data: b.5., d.6b., g.2., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side ¿rupture, pain, and swelling.¿ the device remains implanted.